Event description:
The distal tip of this drainage catheter detached in the pt upon removal during an exchange of catheters for a pancreatic abscess drainage procedure. Another unit was successfully placed without pt complications. The abscess was surgically drained approx one month later and incidental removal of the detached followed. The pt's condtion is fine. A portion of this device was returned, evaluated and retained by this MFR. The returned segment measured 22 cm in length. The stopcock and pigtail were not received for evaluation. The pigtail of the catheter appears to have been torn off at the base of the pigtail. The edges of the break site were jagged in appearance. The extrusion was pliable upon evalaution, no degradation of the device was noted. A 3 cm longitudinal split was noted in the catheter beginning at the proximal suture hole and extending proximally. This device displayed characteristics consistent with excessive force, the longitudinal tear and jagged edges on the extrusion. Excessive force may have been applied to the suture which caused it to tear through the extrusion. User technique may have contributed to this event, however, without a thorough evaluation of the entire device co cannot determine the exact cause for this event. Co's directions for use state: "to unlock the pigtail in its position, gently pull the suture until resistance is felt. Holding the suture, rotate the stopcock clockwise exactly 180 degrees with the "key." This will lock the pigtail in its position and still leave the stopcock open for flushing. To remove catheter, disconnect drainage tube from stopcock, grasp the 10 cm of exposed suture. Rotate the stopcock counterclockwise exactly 180 degrees to the "open" position. Gently withdraw catheter."